Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's shunt failed and allowed too much pressure to build causing severe issues such as their eyes crossing, migraines, and a vegetable like state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device failed, and it was replaced on (B)(6) 2018.